Event description:
Resident was being transferred with a hoyer lift. The lift bolt came loose. The lift tipped to the right. Staff stopped the lift from tipping and lowered the resident manually to the floor.